Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from the port/cap. This occurred after filling with 2800mg fluorouracil in 115ml 0.9% sodium chloride solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured (B)(4) 2017 ¿ (B)(4) 2017. The device was received for evaluation. Visual inspection was performed and fluid was noted inside the bag due to the untightened blue winged luer cap. A functional leak test was performed by filling the unit and manually tightening the blue winged luer. No issues were noted and no signs of leaking during functional testing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.